Event description:
The customer reported vancomycin 750 mg in 150 ml d5w was to infuse over 90 minutes; however, it completed sooner than expected. The customer stated the second bag was 250 ml of 0.9% sodium chloride.

Manufacturer narrative:
The customer¿s report of vancomycin infusing faster than expected was not confirmed. Physical inspection noted the device to be good condition. No obvious issues or anomalies were noted. On (B)(6) 2017 at 8:03:06 pm, the device was programmed and started for a secondary infusion of vancomycin with a concentration of 0.75grams/150ml, rate of 100ml/hr and a vtbi of 165ml. At 8:17 pm an air in line alarm occurred with the user opening the door for 50 seconds to address the alarm and then closing the door. It is possible that some fluid was expelled as the user addressed the air in line condition, which could have contributed to the infusion ending earlier than expected. At 8:44 pm the channel off key was pressed; however the logs note that the key press failed. The door was opened and closed twice. The device was paused and restarted several times, then later channeled off at 9:37 pm. Functional testing of the primary set resulted in no leaking and no backflow. Rate accuracy testing was performed and the device was within specification. The root cause of the customer's report was not identified.

Manufacturer narrative:
Concomitant product(s): non-bd secondary set, therapy date unk. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a vague complaint of vancomycin infusing faster than expected. There was no report of patient harm.